Event description:
The service rep reported that the 3100a ventilator cooling fan did not operate when the driver was replaced during routine preventative maintenance. There was no pt involvement at all.